Event description:
It was reported that the system 2800 could not be powered up. There was no adverse patient involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The system was tested and found to be working as intended and placed back into service.